Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio replaced the battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would power on for 3 or so seconds and shut off. Batteries were full. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.